Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. Following the procedure, the patient stated that she was on a catheter for several days as her bladder went into shock and stopped functioning altogether. The patient also had an infection following the surgery. Currently, the patient has more issues with controlling her bladder and was prescribed oxybutynin three times daily. The patient wears poise pads all the time and still has instances of overflowing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).